Event description:
It was reported that a patient experienced bacterial peritonitis manifested by belly pain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized due to peritonitis. On an unreported date, the patient began treatment with unspecified antibiotic (dose and frequency not reported) ip for peritonitis. The patient recovered from this peritonitis event. While hospitalized, the patient discontinued pd therapy and began hemodialysis. Upon discharge from the hospital, pd therapy was reintroduced. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot number(s) gd895227, gd895243, and gd895532 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.